Event description:
It was reported that the patient was experiencing frequent charging of the ipg. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product was kept by the facility per policy.